Event description:
The patient called lfs to report that their ot ii meter did not power on. No symptoms were present. The power issue was unresolved and patient's product was replaced. No further information available at this time.